Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and angina. It was reported on (B)(6) 2018 examination was positive for hematoma (event). On (B)(6) 2018 intervention included medical or non-surgical therapy occurred. On (B)(6) 2018 the patient reported being hospitalized for a hematoma at the pocket site. The patient saw healthcare professional (hcp) who hospitalized the patient and aspirated the site with no cultures. Laboratory testing on (B)(6) 2018 was negative for infection. On (B)(6) 2018 the patient was seen in clinic with no additional remarks on hematoma. The event required in-patient or prolonged hospitalization. The patient's baseline weight was not measured. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was hematoma at the pump pocket site. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.